Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician decided not to shock to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing and performed as expected. The investigation concluded the device was being used outside it's intended use. The patient was conscious and breathing. The associated electrode pads were returned for evaluation and passed functional testing. Analysis for reports of this type has not identified an increase in trend.